Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery expired. Patient involvement is unknown at this time, however, there was no adverse patient impact or injury reported by the customer. Additional information has been requested.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx indicating an expired battery validity date. The device use is unknown at the time of the event, however, there was reportedly no patient harm. The rse diagnosed the problem and found that the battery had an expired battery validity date. To resolve the issue, a new battery was requested, and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.